Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a scope communication error. Tac instructed the customer to reboot the device and clean the gold contacts on the scope. Customer performed the troubleshooting instructions, and the issue was considered was unable to be duplicated after plugging in more than one different scope. The customer reported the error code was resolved after reseating the cable between the light source and subject device. Device return is not expected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was a b30 scope communication error when using the evis exera iii video system center. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3, g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to foreign matter and moisture attachment at the electrical contacts which resulted in a communication error. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.